Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the universal serial bus (usb) stick couldn't be recognized by the heartmate touch nor by a computer and it started to smell burned. There was a small crack between the metallic usb connector and the plastic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the flash drive not being recognized when connected to the heartmate touch or to the computer, the flash drive overheating, and a small crack between the metallic usb connector and the plastic were confirmed. The returned flash drive was connected to a test heartmate touch tablet and a laboratory computer and the flash drive was not detected by any device. The flash drive was also observed to overheat while connected to the computer. A small crack where the plastic meets the metallic usb connector was also observed; the crack was observed in the plastic portion of the flash drive, and part of the plastic appeared to have broken off. Visual inspection of the internal components of the flash drive did not reveal any physical damage. The root cause of the reported events could not be conclusively determined through this analysis. A request for the lot number of the flash drive was made, and additional information provided on 12apr2022 stated that the lot number of the flash drive is unknown; however, the flash drive was delivered with heartmate touch dmpxq01rhp83. Per the device history records (DHR) the lot number of the flash drive is 7403888. Device history records for the heartmate touch kit and the flash were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate touch kit was shipped to the customer on 24mar2021. Heartmate touch communication system quick start guide explains how to export, save, and access log files using the heartmate touch and flash drive. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. This section describes that system controller log data can be viewed in the heartmate touch ¿historical¿ view. This section explains the data that is displayed on the historical view, and how to access the historical view. No further information provided. The manufacturer is closing the file on this event.